Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to get the insulin pump to rewind. The customer dropped the insulin pump and the battery fell out. He/she received a failed battery test. The customer's blood glucose level was 214 mg/dl. The product was not returned. Nothing further to report.